Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy (ladg) procedure, after the second firing the surgeon clamped the tissue and pushed the green firing button, however could not fire the device. Replaced by a new cartridge, the procedure was completed with no problem. There was no adverse event or patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received the device. The visual inspection of the returned product noted that the reload had a full staple complement. Pmv performed functional testing. The reload was loaded into a pmv representative instrument for functional testing. The reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The reload was applied to test media. All staples were placed and the test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a ladg, after the second firing the surgeon clamped the tissue and pushed the green firing button, however could not fire the device. Replaced by a new cartridge, the procedure was completed with no problem. There was no adverse event or patient injury.